Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including, but not limited to fracture, migration, and perforation. Per the implant records, the indication was right leg deep vein thrombosis (dvt) and pulmonary embolism (pe). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position at l2. There were no reports of complications. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, filter migration, fractured filter struts retained within the ivc and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, migration, and perforation. Per the implant records, the patient was reported to have a preoperative diagnosis of right lower extremity deep vein thrombosis (dvt) and was status post pulmonary embolism (pe). The patient was prepped and draped in the usual sterile fashion, and the right common femoral vein was cannulated with a needle and syringe; and a guidewire then passed through the femoral vein into the iliac and inferior vena cava as confirmed by fluoroscopy. An inferior venacavogram was performed identifying the origin of the renal veins which appeared to be at the upper aspect of l1. The filter was then positioned with the uppermost end at the top of l2, deploying it at the desired level, extending from the top of l2 to the upper portion of l3. The patient tolerated the procedure well there were no complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), filter migration, fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately eight years and nine months after the filter implantation.